Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back stating the replacement recharger telemetry module (rtm) didn't work; the controller was not charging the ins/there were still issues charging. A replacement controller was sent out, and the patient would be making an appointment to have the implant checked if the replacement controller does not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received replacement recharger but is still having the same issues in that it is taking a long time to charge. The rep reviewed tablet recharge diaries and didn't see that it was taking that long - one session from 10/9 was 20 minutes and charged from 10-20%, another session showed good coupling for 1.9 hours to charge from 10-100%. The rep stated average coupling was good, average ending was 60%, average charge time was 36 minutes and average interval was 11 hours. Tss had caller confirmed recharge speed which was set to level 4 (fastest). Rep stated there were several points of therapy being off (ins showed 37% usage) and therapy unavailable. Tss reviewed meaning of therapy unavailable and that after charging, patient has to manually turn ins back on (if it had turned off due to depletion). The rep started recharging session and it remained at excellent while on the call and charge had gone from 80-90% in about 10 minutes. Caller stated patient uses the belt at home but patient made comments that it's uncomfortable to sit and it takes very little movement to lose connection. Tss reviewed that controller could be replaced but it appears equipment is working as intended and reviewed various things patient could attempt to shorten recharge session (let controller go to sleep, don't use belt if they are able to get a better connection without it, replicate current recharger position (that is showing excellent, etc.) When they are at home. Tss suggested patient try these things at home and meet with rep again in a week or so to review recharge diaries and if necessary, controller replacement could be discussed at that time, although tss didn't believe that the controller is the issue. Additional information received from the patient reported that they have done reprogramming to ¿make thing work¿. The patient reported if this doesn¿t work, ¿swapping out controller might help¿. The patient reported weight is 155lbs.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that it took forever to get the ins charged as it would take three to four hours to recharge the ins which is a nuisance. Pt stated that recharging the ins ought to take only an hour which would be a lot more convenient. Asked the pt if the rtm was getting hot while recharging the ins; pt stated that didn't think so and not today, however pt then stated that they believed they had noticed the rtm getting hot at times in the past but that their memory could be incorrect. Pt confirmed that there was no apparent damage to the equipment. When pss asked for the event date, pt stated that it seemed like it's always done that and that the issue had been since implant; pt stated that the ins had never been very quick to recharge and that they didn't think that it's ever worked right. An email was sent to the repair department to replace the rtm. No symptoms or patient complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial#:(B)(6), product type: programmer patient, product ID :97755 lot# serial# (B)(6), product type: recharger. H3: analysis of the recharger (product ID: 97755, lot# serial# (B)(6)) found the controller goes blank when the recharger is plug ged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that it took forever to get the ins charged as it would take three to four hours to recharge the ins which is a nuisance. Pt stated that recharging the ins ought to take only an hour which would be a lot more convenient. Asked the pt if the rtm was getting hot while recharging the ins; pt stated that didn't think so and not today, however pt then stated that they believed they had noticed the rtm getting hot at times in the past but that their memory could be incorrect. Pt confirmed that there was no apparent damage to the equipment. When pss asked for the event date, pt stated that it seemed like it's always done that and that the issue had been since implant; pt stated that the ins had never been very quick to recharge and that they didn't think that it's ever worked right. An email was sent to the repair department to replace the rtm. No symptoms or patient complications were reported. It was reported the patient received replacement recharger but is still having the same issues in that it is taking a long time to charge. The rep reviewed tablet recharge diaries and didn't see that it was taking that long - one session from 10/9 was 20 minutes and charged from 10-20%, another session showed good coupling for 1.9 hours to charge from 10-100%. The rep stated average coupling was good, average ending was 60%, average charge time was 36 minutes and average interval was 11 hours. Tss had caller confirmed recharge speed which was set to level 4 (fastest). Rep stated there were several points of therapy being off (ins showed 37% usage) and therapy unavailable. Tss reviewed meaning of therapy unavailable and that after charging, patient has to manually turn ins back on (if it had turned off due to depletion). The rep started recharging session and it remained at excellent while on the call and charge had gone from 80-90% in about 10 minutes. Caller stated patient uses the belt at home but patient made comments that it's uncomfortable to sit and it takes very little movement to lose connection. Tss reviewed that controller could be replaced but it appears equipment is working as intended and reviewed various things patient could attempt to shorten recharge session (let controller go to sleep, don't use belt if they are able to get a better connection without it, replicate current recharger position (that is showing e xcellent, etc.) When they are at home. Tss suggested patient try these things at home and meet with rep again in a week or so to review recharge diaries and if necessary, controller replacement could be discussed at that time, although tss didn't believe that the controller is the issue. Additional information received from the patient reported that they have done reprogramming to ¿make thing work¿. The patient reported if this doesn¿t work, ¿swapping out controller might help¿. The patient reported weight is 155lbs. The patient called back stating the replacement recharger telemetry module (rtm) didn't work; the controller was not charging the ins/there were still issues charging. A replacement controller was sent out, and the patient would be making an appointment to have the implant checked if the replacement controller does not resolve the issue.